Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation on 08/11/2021; evaluation of the unit is in process. Fluid contamination can cause problems with internal components or with the membrane switch/cpu board interface, however without results of the investigation a root cause of the reported nonresponsive stop button on the touch screen cannot be established. The operator's manual cautions the user: "immediately wipe any spills from the device." The service and preventive maintenance schedule outlined in the manual instructs the user to check the unit seals every six months. The operator's manual also offers possible conditions and recommended operator actions in the event that the keypad is unresponsive or does not accept input. No patient injury was reported. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the rapid infuser, ri-2 touch screen was frozen and not responding to the stop button on the screen. The user had to shut off power using the main switch in order to stop and power down the unit.

Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation. The reported failure was not easily replicated, however after extensive testing by continuously pressing various buttons on the screen for 1-2 hours, it was confirmed that the touch screen became intermittently frozen while the system was infusing. No evidence of fluid contamination was found during the investigation. Although a definitive root cause could not be established, belmont upgraded the system to the current revision. The unit subsequently passed all test specifications and inspection requirements. No patient injury was reported. Belmont will continue to monitor and trend similar reports of this nature.